Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure to correct zenker's diverticulum. The stapler would not fire. The surgeon persisted in trying to deploy the staples, but there was a loud pop and then the stapler would not work at all. The sales rep observed that the end had been filed off both reloads. To complete the procedure, another device was opened. No patient injury or extension in surgical time. Patient status is alive, no injury.